Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 300mg/dl and large ketones. A manual injection was administered to address the bg level. Reportedly, the customer's supplies had been in use for more than 3 days. A supply change was performed and the customer successfully resumed insulin deliveries. Additionally, it was reported the customer experienced an elevated bg level of 532mg/dl and large ketones. A manual injection was administered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.